Event description:
The surgeon implanted an aa4204vf silicone plate lens but it was removed due to a posterior capsule tear. The facility stated that the capsule tear occurred during the phacooemulsification process, due to a dense cataract. They did not use a staar phacoemulsification machine. A vitrectomy was performed. The patient's pre-operative best visual acuity was 20/70. The post-operative best visual acuity was 20/60. An mtc-60c cartridge was used but the facility was unable to provide the lot number. The faility was unable to provide the mode and lot number of the injector.